Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. This lead was properly placed and helix deployed but due to sensing issues the physician attempted to reposition the lead. During repositioning the helix would not retract after several turns. Removal difficulty noted. Ultimately, the lead body was turned and helix dislodged from the heart tissue. The right atrial lead was successfully removed and replaced prior to pocket closure. No adverse patient effects were reported.